Event description:
It was reported that the pump was smashed and the touch screen became shattered and unreadable. Reportedly, the customer was unable to see the screen; preventing the customer from interacting with the pump. Customer¿s blood glucose was around 350 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.